Manufacturer narrative:
A replacement cpu assembly was installed by the service engineer. The discrepant assembly is to be returned to the manufacturer for further evaluation. Manufacturers note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not reportable. However, following a comprehensive review of all product inquiry/complaint information, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
An independence technology product consultant (pc) reported that a demonstration device assigned to her for use in product demonstrations to potential users was turning on and shutting off automatically. The pc reported that when the green light (power on led indicator) comes on, the device propels itself for a couple of seconds and then shuts off. Although no injury was reported as a result of this event, if this event were to recur near to a curb or stairs, there is a potential to cause serious injury to the user.